Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The reportable malfunction was discovered at investigation. This medwatch is being submitted as an initial final report. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Product review of the skin graft mesher on (B)(6) 2019 revealed that the comb, roller, and side plates were damaged. The calibration was within specifications but the sample mesh could not be taken due to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the comb, shoulder bolts, side plates, bearings, roller, and ball detents. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. While the returned product investigation confirmed that the skin graft mesher was malfunctioning, it cannot be determined from the information provided which component or combination of components was causing the issue the customer was experiencing. A number of findings noted during evaluation could have contributed to the reported event such as the damaged comb, roller, or side plates. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb, shoulder bolts, side plates, bearings, roller, and ball detents were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was report that during pm it was found the skin graft mesher was in need of repair for unknown reason. Investigation revealed the sample mesh could not be taken due to the damaged comb. No adverse events were reported as a result of this malfunction.